Manufacturer narrative:
Details of complaint: the customer reported that the spo2 readings on the g9 core unit were periodically fluctuating. The unit showed a deep desaturation that did not represent the patient's true condition. To demonstrate this, they had simultaneously connected a separate spo2 transport monitor to the patient, which was reflecting the appropriate values. No patient harm was reported. Service requested / performed: on-site support. Investigation summary: on-site support was sent to the customer's facility in order to investigate the issue of inaccurate spo2 values. The issue was not duplicated during the on-site visit and the customer did not send the unit in for repair despite being provided a shipping label to do so. It is likely that the issue was resolved by the customer, though information regarding the resolution was not provided and is unknown. As such the root cause cannot be determined. No further issues of inaccurate spo2 readings were reported for this device and it is unlikely that the cause of the inaccurate values was due to a nihon kohden device malfunction. As the issue was resolved without nk assistance, it is unlikely that the issue of inaccurate values occurred due to a deficiency in design or manufacturing.

Event description:
The customer reported that the spo2 readings on the g9 core unit were periodically fluctuating. The unit showed a deep desaturation that did not represent the patient's true condition.

Manufacturer narrative:
The customer reported that their core unit is periodically fluctuating the spo2 readigs. The unit shows a deep desaturation that does not represent the patients true condition. To demonstrate this, they have simultaneously connected a separate spo2 transport monitor to the patient in question, which is reflecting appropriate values. No harm or injury was reported. (B)(4).

Event description:
The customer reported that their core unit is periodically fluctuating the spo2 readigs. The unit shows a deep desaturation that does not represent the patients true condition.